Event description:
The handpiece was returned to the MFR for repair. During the repair, it was reported that the handpiece ran on its own. There were no adverse consequences associated with this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device running on its own was confirmed. Based on the investigation details, the device was found to have a lack of any solder on red wire/battery plate connection. The item was repaired and returned to the customer.